Event description:
There was no device failure or malfunction reported. The pt underwent mitral repair valve repair in 1997 and mitral valve replacement in 2000. The pt presented for surgery 2 weeks after a stroke at which time thrombus was detected in the left atrium and on the mitral valve. A right radial arterial catheter was inserted; however, pressure measurement was compromised when the pt's arm was positioned for surgery. A femoral artery catheter was inserted for pressure measurement and use of the right radial artery catheter was discontinued. The endocpb system was used. The endoclamp aortic catheter was placed without difficulty. Upon initial inflation of the balloon of the endoclamp aortic catheter, the balloon was noted on "tee" to be closer to the aortic valve than desired. The catheter was repositioned and the balloon was observed on tee to be in proper position in the ascending aorta. The position was noted to be appropriate during administration of cardioplegic solution via the catheter. Following surgery, the pt was comatose. A CT scan was consistent with global anoxic encephalopathy. The pt died post-operatively. The surgeon noted no device defect or malfunction.